Event description:
Radiologic studies were done. Pt. Was admitted on (B)(6) 2013 foroperative repair of a bend relief disconnect involving the outflow portionof his heartmate ii lvad. The procedure was performed by implantationof a bend relief collar on (B)(6) 2013.